Event description:
Ous MDR. It was reported this lead exhibited noise. Confirmed from x ray imaging that lead conductor cable was exposed.

Manufacturer narrative:
We received an evaluation of the device, but no explant date. The lead and the ICD were returned and subjected to an analysis. Within the ICD analysis, the device was interrogated, revealing the battery status mol1 and 24 charging cycles were recorded to the ICD's memory. The memory content of the device was analyzed. It was noted that the right ventricular lead impedance has increased to 2000 ohms since (B)(6) 2018. During the analysis of the available iegm noise was observed in the right ventricular and in the far-field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis of the returned distal lead fragment showed abrasion marks. The insulation was however intact on the available lead fragment. Further damages of the lead that were found, such as a deformed shock coil and a fractured conductor cable, most likely resulted from the extraction procedure. In conclusion, within the ICD analysis the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegm the occurrence of noise was observed in the right ventricular and in the far-field channel. However, a thorough analysis of the ICD proved the device to be fully functional. The available lead fragment did not show any damages that might have contributed to the reported oversensing. An analysis of the proximal lead fragment would be necessary for further root cause investigations.